Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by performing a pump reset with the guidance of technical support, after which the error did not reoccur, and the sensor session was successfully started.